Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose was 400 mg/dl. Customer was treated with pump. After the troubleshooting was done, customer was advised to change entire set, reservoir and insulin and treat. The customer indicated two months ago he experienced a low adverse reaction which involved emergency medical service contacted but detailed were not obtained due to the customer's spouse no longer wanting troubleshoot.